Event description:
A tent fracture with restenosis occurred approximately three months pot implant in the distall left main artery (lma) ostial circumflex artery (lcx). The patient was treated surgically. This complaint is from an academic conference (the 15th annual meeting of the japanese society of intervential cardiology): this 64 y/o, male patient with a medical history of atherosclerosis obliterans (aso), status post axillo femoral bypass and hypertension was admitted to the hospital with a chief complaint of stable angina (ccs ii). Angiography conducted via radial approach revealed a 90% stenosis of the proximal cricumflex (lcx) and a 50% stenosis in the distal left main artery (lma). The proximal lcx lesion was predilated with a 2.5 mm avance balloon. A 3.0 x 15mm driver stent was deployed within the proximal lcx. Following stent deployment, an intimal dissection was noted in the distal lma. The dissection flap was dilated with a 3.0mm ryujin balloon inflated to 18 atms. A 2.5 x 18mm cypher stent was positioned to cover the dissection in the distal lma/ostial lcx and was deployed to 18 atms. The stent was post-dilated with a 3.0mm balloon inflated to 18atms. Approximately three months later, the patient returned for a followup angiogram. The patient was asymptomatic. Angiography reealed a fracture within the cypher stent implanted in the lma/lcx. The stent was separated into two sections creating a 4mm gap. There was <=50% stenosis within the gap. There was also a 90% instent restenosis of the distal edge of the driver stent placed in the lcx. To treat restenosis of the driver stent a new cypher (size unk) was implanted. There was no treatment of the stent fracture, because the stenosis was <=50% one month later, the patient return with complaints of chest pain. An emergent cag was conducted and the stenosis in the gap of the fractured stent had progressed to 75%. The decision was made to treat the patient's progressive coronary disease with coronary artery bypass grafting (CABG). Physician's comment: the probable cause of these events is due to the following reasons: mechanical stress due to the vessel movement and tortuousness of the vessel caused the fracture. Stent fracture was suggested as one of potential mechanism of restenosis after cypher implantation.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product device. Additional information will be submitted within 30 days of receipt.